Event description:
It was reported that after an ion transbronchial lung biopsy procedure the patient experienced a pneumothorax requiring placement of a chest tube and hospitalization. The size of the biopsied lesion was 1.4 cm and it was located in the right lower lobe. The procedure went well with no complications or issues. An immediate post procedure chest x-ray did not show a pneumothorax, but 6 hours later, the patient experienced shortness of breath and was then diagnosed with a large pneumothorax. Initially, needle decompression was done, but the physician reported a chest tube was also inserted (possibly percutaneous). The patient was admitted for a total of 3 days and kept hospitalized for observation due to copd exacerbation and low oxygen. The diagnosis was abundant spindle cells, but the biopsy was sent for a second opinion. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.